Event description:
Fire department personnel were called to a 61 year old male who had collapsed. The device was connected to the pt and turned on. The device allegedly displayed a continuous 'connect electrodes' message and use of the device was inhibited. The als crew arrived and used a defibrillator/monitor/pacemaker to diagnose and treat the pt. The pt was diagnosed in coarse ventricular fibrillation. Countershocks were administered. The pt was converted to a pea rhythm. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter indicated there was no significant delay administering treatment to the pt.